Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2101171. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was provided and was sufficient in confirming the reported issue. The picture presented a leak through the plunger rod component. We have determined that this type of defect was most likely a consequence of damage to the plunger lip component. This damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A quality process has been opened with the aim of reducing the occurrence of this type of defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china leaked. The following information was provided by the initial reporter: "the warehouse manager reports product leakage to the manager."